Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: date received by MFR, type of reports, type of reportable event, if follow up, what type?, device evaluated by manufacturer?, evaluation codes and additional MFR narrative. It was reported that the controller dc adapter was unable to provide power. The controller dc adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller dc adapter passed visual examination and functional testing. The controller dc adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller direct current (cdc) adapter would not work. It was noted that when the cdc adapter was connected, no green light would turn on.¿ no internal wires were exposed and an audible click was heard when the adapter was connected to the controller. It was further noted that the previous cdc adapter had worked with the same outlet. No actions were taken. No patient complications have been reported as a result of this event.